Manufacturer narrative:
Field b2, was updated to remove life-threatening. Field b5, was updated to capture additional information of product return. The lead was returned for analysis. Visual inspection noted that the lead helix returned in an extended position. Blood/body fluid noted in the helix housing and in the neck region. The lead passed electrical testing. The reported field allegation of helix issues was confirmed due to dried blood/body fluid around the helix.

Event description:
It was reported that additional information was received indicating that the right ventricular (rv) lead returned for analysis. A supplemental report is being filed. It was reported that this right ventricular (rv) lead exhibited loss of slack. It was attempted to be repositioned; however the lead helix exhibited issues. It was decided to explant the rv lead. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of slack. It was attempted to be repositioned; however the lead helix exhibited issues. It was decided to explant the rv lead. No additional adverse patient effects were reported.